Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #: 2916596-2018-01762. This report is being submitted as additional information. Approximate age of device: (age of device: 2 days). Manufacturer's investigation and conclusion: a direct correlation between the device and the reported events could not be conclusively determined. Multiple requests for product return and additional information were sent to the customer; however the was product not returned no further information was received. There is no product available for investigation. Stroke listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anti-coagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an acute infarction of the entire right middle cerebral territory on (B)(6) 2018. The patient expired on (B)(6) 2018. Additional information was requested, but not provided.